Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination which caused peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for the peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The patient recovered from the peritonitis event. On (B)(6) 2012, further information was received from the peritoneal dialysis registered nurse (pdrn). The pdrn stated that the peritonitis onset and hospitalization dates are correct. The peritonitis was diagnosed on (B)(6) 2012. The patient did not fully recover from the event and experienced a recurrence of the peritonitis. The patient was hospitalized on (B)(6) 2012 for the recurring peritonitis event. No additional information was received at this time.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate in relation to the prevention of the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.